Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned to the MFR for eval. Therefore, a product eval could not be conducted. One retain sample from the same lot (7458927) was dimensionally inspected and all measurements were found to be within specs. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the info available, the root cause of the reported event could not be determined.

Event description:
It was reported that a lens asymmetrically vaulted. A yag procedure was performed 7 months post lens implant. The reason for the yag procedure was not provided. Additional information has been requested, but no additional information has been received.